Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon, in the guiding catheter. No patient injury or intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results- product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the stent, outer member, balloon, and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was returned dislodged from the sds. There was a flared strut in the first row of distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded with crimp marks between the markers. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. The distal measurements could not be taken due to the flared strut. Product performance engineering reviewed the incident information and analysis of the returned product, which was consistent with usage/handling and preparation, and suggests the sds was at least partially loaded onto the guide wire. It was confirmed that stent implant was returned dislodged from the sds, although the balloon was tightly folded with crimp marks between the markers. This suggests that the balloon had not been inflated and that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that positive pressure was inadvertently applied to the system causing the balloon to slightly expand and to become loose, then during an attempt to remove the sds from the guiding catheter, the stent dislodged, although a conclusive cause cannot be determined. The used guiding catheter was not returned for evaluation, which may have assisted in the determination of a cause of the stent dislodgement. In this case, a definitive cause of the stent dislodgement and stent damage cannot be determined. A flared strut in the first row of distal struts was not observed during product inspection prior to use and thus, may have occurred during or after use or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.